Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was replaced during the service call.

Event description:
The customer reported that the 9900 system had a communications error between the workstation and the c-arm. No pt injury was reported.